Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg278n508 implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type catheter. Product ID 8709sc lot# n280403015 serial# (B)(6) implanted: (B)(6) 2011 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 14-dec-2019, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 30-jan-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jun-16, information was received from a patient and healthcare provider (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (25 mg/ml, 9.025 mg/24hrs) via an implantable pump. The patient reported that they began to notice intermittent relief to their chronic pain in mid-april. Per the healthcare provider (hcp), the residual volume in the pump at the last refill was more than what was expected. A dye study was attempted, but the hcp was unable to confirm if the catheter was patent. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The entire catheter was replaced. The issue was resolved.